Event description:
It was reported that, during surgery, the t2 implant of the fast-fix 360 couldn't be deployed successfully in the meniscus and it was removed from the patient using a nucleus pulposus clamp, the t1 remained in the patient. Surgery was completed without any delay, using a back-up device instead. No further complications were reported.

Event description:
It was reported that, during surgery, the t2 implant of the fast-fix 360 couldn't be deployed successfully in the meniscus and it was removed from the patient using a nucleus pulposus clamp, the t1 remained in the patient. Surgery was completed without any delay, using a back-up device instead. No further complications were reported. As per investigation results, t1 is off the needle but attached to the suture.

Manufacturer narrative:
H10: b5 updated. H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. T1 is off the needle but attached to the suture. One end of the t1 has been pushed into the needle channel, just in front of the t2. T2 is still in place on the needle. The actuator is in the pre-t2 position. There is bio debris in the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.